Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection unscrewed and became disconnected. Customer stated they did not securely tighten the luer lock. The user's blood glucose (bg) level was 140 mg/dl. Reportedly, the user reconnected the tubing and resumed insulin.